Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on february 4, 2009, that a corflo cubby low profile gastrostomy device was used during a replacement procedure. According to the complainant, one week after installation, a water exchange failed due to balloon deflation difficulties. The site confirmed damage to the balloon after decannulation. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be "good."